Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then removed and replaced without robot.

Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that the user reported that drb was positioned in the patient's right iliac crest. The user reported that screws were being placed while the lateral corpectomy exposure was being performed. Performing any kind of bone-work after patient registration or during screw placement can lead to the patient's anatomy moving relative to the drb. The movement of the patient's anatomy can lead to navigation integrity issues and the misplacement of screws. A shift of the ict can lead to navigation integrity issues and can lead to the misplacement of screws. Additionally, the logs showed that the software detected and alerted the user of excessive deflection during screw placement. This can be caused by skiving. Force is indicated by the force meter on the bottom right hand side of the screen. Screws were corrected intra-operatively and there was no adverse effect to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.